Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue first occurred at an unknown date and time prior to contacting lfs. At this time the patient obtained a blood glucose reading of "135mg/dl" on the subject meter and "101mg/dl" on a laboratory device, performed within 10 minutes of one another. The patient manages their diabetes with pills, diet and/or exercise and between (B)(6) 2015 continued with his usual dose of medication including sliding scale as a result of the alleged inaccurate high reading. He denied that he developed any symptoms. The patient reported that "between (B)(6) 2015" he attended his doctor and had his prescription dose increased from three 500mg tablets a day, to two 1000mg tablets a day. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter, an approved sample site was being used and the correct testing steps were followed. The test strips had been stored properly, did not exceed their expiry date and the test strip vial was intact. The patient's products were replaced and requested back for evaluation. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due the comparison provided, the device malfunctioned.